Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
During a rcr, the surgeon noticed that the shape of the anchors became deformed as it was inserted it into the patient. The anchor was successfully removed from the patient and replaced with a similar product. There was no significant delay and no adverse effects to the patient. The sales rep was not present when this issue occurred. Additional information received via email from the affiliate on 2-21-2017 the healix advanced awl was used. The bone was said to be good quality. No signs of poor bones stock in the area. And yes an additional bone hole was made to complete repair.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).